Event description:
It was reported that bd alaris smartsite pump infusion set had air in line. The following information was received by the initial reporter with the following verbatim: it was reported by customer that the while I was pushing the ativan I noticed several air bubbles in the line and the line continued to draw air bubbles in.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(4) follow up MDR for correction following the submission of the initial MDR, it was determined that this event is considered a cascading event. This MDR will be voided. After further evaluation of the complaint, it has been determined that the previously submitted report 9616066-2026-01056 was sent in error. This event is considered a cascading event.

Event description:
No additional information was provided.